Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd insulin syringes with bd ultra-fine¿ needle 3/10ml 12.7mm (1/2") 30g u-100 100 count, the needle breaks off in the vial. The following information was provided by the initial reporter: "needles are falling out of syringes". Consumer stated, when drawing insulin, the needle only, will break off in vial.

Event description:
It was reported that while using a bd insulin syringes with bd ultra-fine¿ needle 3/10ml 12.7mm (1/2") 30g u-100 100count, the needle breaks off in the vial. The following information was provided by the initial reporter: "needles are falling out of syringes". Consumer stated, when drawing insulin, the needle only, will break off in vial.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 0.3ml bd insulin syringe. The customer reported that the needle will break off in the vial. The returned sample was examined, and it was observed that the cannula was undamaged. The sample was tested for point geometry, outer diameter and lube coverage (specs: outer diameter for 30g cannula: 0.0120¿- 0.0125¿) and it was observed that the sample measured within specification at 0.0123¿ and exhibited good point geometry and sufficient lube coverage. No defects compromising the cannula integrity were observed. The alleged issue could not be confirmed based on the sample returned. Due to the batch being unknown, no DHR review can be completed. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.